Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported by customer that the line completely broke on the port side during chemo infusion, causing a chemo spill. The patient was not harmed. Patients are educated to handle these emergency situations. The infusion was stopped immediately. No other information provided, at this time.

Event description:
It was reported by customer that the line completely broke on the port side during chemo infusion, causing a chemo spill. The patient was not harmed. Patients are educated to handle these emergency situations. The infusion was stopped immediately. No other information provided, at this time.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. One photograph of an infusion hub was returned for evaluation. An initial visual observation of the photograph showed a separation of the tubing from the hub of the sample. Evidence of use was observed on the sample in the returned photograph. No details of the break site could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the line completely broke on the port side during chemo infusion, causing a chemo spill. The patient was not harmed. Patients are educated to handle these emergency situations. The infusion was stopped immediately. No other information provided, at this time.